Event description:
It was reported that the cuff would not inflate during intubation. No patient injury was reported.

Manufacturer narrative:
E4: customer reported to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).no problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Leakage on cuff was detected in two samples. The root cause of the reported issue was found to be the unit most likely became damaged after it left the manufacturing facilities since units should be pre-checked before use in patients. No corrective action is required as there is no information if the product leaks in the pre-checked that suggest to the instruction for use.